Manufacturer narrative:
On 2nd february, 2021 getinge became aware of an issue with powerled surgical lights. As it was stated, the bumper fell off during surgery. There was no injury reported. We decided to report the event based on the potential as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. Upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the technical manual for every single fork configuration. To prevent any similar incident maquet sas recommends: ¿ to avoid collision. ¿ to check the correct positioning of the cover after maintenance or cleaning. ¿ to secure the bumpers with screws. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. The correction of d4 model #, catalog # and serial # fields deem required. This is based on the internal evaluation. Previous d4: model #ard568330933/ard568370939. Catalog #ard568330933/ard568370939. Serial #(B)(6)/(B)(6). Corrected d4: model #ard567201353. Catalog #ard567201353. Serial #(B)(6).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powered surgical lights. As it was stated, the bumper fell off during surgery. There was no injury reported. We decided to report the event based on the potential as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.